Manufacturer narrative:
The device was not returned for analysis. The reported event could not be confirmed and a root cause could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The device history records could not be reviewed because the serial number was requested, but was not provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 for gastrointestinal bleed and anemia. Patient¿s inr was 2.8. Patient was not taking aspirin. Esophagogastroduodenoscopy revealed blood on colonoscopy, however no source was identified. Capsule was performed and no source was found. Anticoagulation was resumed and patient was discharged home. No additional information was provided.